Manufacturer narrative:
It was reported that the device would restart itself to power on when off. The internal battery was removed to address the issue. The repair was cancelled, and the device was returned to the customer without repair per customer request. The repair was cancelled, and the device was returned to the customer without repair per customer request. The investigation concludes that no further action is required at this time

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would restart itself to power on when off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device would restart itself to power on when off. The internal battery was removed to address the issue. Onsite service is pending for full investigation and repair. The investigation is ongoing.